Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were provided. We have no further complaints on the material/batch. We have no further inventory of the material/batch. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
"Customer advises that top of tube popped off and blood splashed all over nurse including face, eyes, arms, chest legs, etc. Nurse drew blood into a 10 cc syringe from patient line. Nurse then attached syringe to a "vacutainer" and added tube to "vacutainer". The top of the tube then popped off. The nurse did not push on the syringe. The nurse discarded the tube into the sharps container without checking the lot number but then checked lot number from stack of tubes and it was c2005339.